Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. One anteroposterior radiograph was provided for analysis with (B)(4). Although the acetabular shell seems to be at a steep inclination angle, this is not a full pelvis x-ray, and therefore it is not possible to measure the inclination angle of the shell accurately. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised 8 years post-implantation due to dislocation and to correct the position of the cup.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products. Medical product: m/h 3hole rlc shl nrs 56mm/l24 catalog #: 13-104156 lot #: 865730. Medical product: epoly 36mm rlc lnr mrom sz24 catalog #: ep-105994 lot #: 280510. Medical product: taperloc micro lat fmrl 10mm catalog #: 15-103204 lot #: 035490. Medical product: cer option type 1 tpr sleve -3 catalog #: 650-1065 lot #: 185000. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised 8 years post-implantation due to dislocation and to correct the position of the cup.